Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient information and orders were not crossing over to the station. Additionally, the customer noted that the station was slow and sluggy and displayed an error message when trying to access the server. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient information and orders were not crossing over to the station. A technical support specialist verified that the synchronization with the stations was functioning properly and the time settings were accurate and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.